Manufacturer narrative:
The bolus wizard functioned properly per bolus wizard sample. No bolus anomalies were noted during testing. The device had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had blood glucose readings of 302 mg/dl and when attempting to treat the estimate on the screen showed zero. Customer believes the bolus wizard is not working. Through troubleshooting it was noted that the wizard was showing 5.2 but zero after pressing act. No further information reported.